Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument's jaws are manufactured to appear loose. This is their expected condition. A visual inspection was performed and found no physical damage. The part was returned with a reported complaint that does not affect functionality. No damage was found. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument's hinge was out of place. The procedure was completed with no reported injury.